Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the implantable cardioverter defibrillator was in backup vvi mode. The device was low battery and close to end of life, device restoration was therefore not recommended. The device was explanted and replaced. The patient was stable.